Event description:
It was reported that this right atrial (ra) lead was explanted. The reason was not provided. A new ra lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information was received which indicated the lead was explanted due to dislodgment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted. The reason was not provided. A new ra lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.